Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart alarm due to blank display. Insulin pump received with moisture damage motor, vibrator, keypad and battery tube assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was exposure to moisture and display went blank immediately. Customer's blood glucose level was 72 mg/dl. The customer was assisted with troubleshooting. Customer states the insulin pump fell in water and it did not do anything and then insulin pump had received an unexpected restart, a cold reset was performed alarm. The device will not be returned for analysis.